Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the in-house contour next one meter was tested with the in-house contour next test strips from lot # 0bpeg07b using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's initials and weight were not provided. This event is related to MDR #s 1810909-2021-00106 and 1810909-2021-00107.

Event description:
An advocate called on behalf of her daughter to report that they obtained blood glucose readings of 87 mg/dl at 8:57 p.m. And 458 mg/dl at 8:59 p.m. On the contour next one meter. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the advocate.